Event description:
It was later reported that the lead had high impedance with a possible fracture. The lead was inactivated and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7274, implantable cardioverter defibrillator, (B)(6) 2003; 4568-53, implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated apparent explant damage.